Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed. The suture was found to have a slight bend approximately 8cm from the needle. There were also several small marks or abrasions on the surface of the suture. These abrasions and bending could be interpreted as a ¿kink¿ by the end user. It could not be determined if the abrasions to the partially dispensed suture were present prior to dispensing or if they were a result of damage suffered by surgical instrumentation while dispensing. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. Visual inspection was performed and no kinking was detected.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Kinked suture was found. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.